Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil did not detach and was damaged. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the right middle cerebral artery. The max diameter was 10mm, and the neck diameter was 6mm. The patient's vessel tortuosity was moderate. It was reported that the coil did not release after 3 attempts with the instant detacher and 1 attempt manually. The coil was removed. There were no issues with the microcatheter, and a few coils were successfully delivered using it afterwards. There was no issue with the instant detacher as it was working well with the other coils. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an envoy mpd 6f sheath, echelon 10 microcatheter, and eclipse dual lumen balloon 6-20.